Manufacturer narrative:
The unit was received with intermittent button response due to flattened act keypad dome. The following physical damage was noted: minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window. Keypad connector found closed properly during visual inspection. (B)(4).

Event description:
It was reported via phone call that the insulin pump buttons were not responsive; the act button, up button, and down button were not functioning properly. The patient's blood glucose at the time of incident was 110 mg/dl. The insulin pump was returned for analysis.